Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative verified that the outlet used was functional. Following this, the fuses within the system were found to be open. The fuses were replaced, and the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the line power light on the viewing station of the imaging system was not illuminated. No additional information was provided. There was no patient present when this issue was identified.